Event description:
Catheter noted to be detached from from lumen so a tourniquet was applied & pt's sent to hosp but they were unable to locate the catheter in the pts arm. Cxr done which showed catheter to be in pt's lung. The catheter is still in the pt.